Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error at boot up. All peripherals were disconnected and the programmer was cycle powered, but the error returned. The caller mentioned using the service disk, however, technical support (ts) explained that the disk is for software issues, not hardware. Ts gave the caller the ordering information for the service disk. The status of the programmer is unknown. There was no patient involvement.